Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultra 2 meter had a calcoding issue. The patient claimed that he was unable to code the device. On july 6, 2009, the medical surveillance specialist (mss) spoke to the patient directly and was able to obtain/verify information. The patient tests his blood glucose 3 times a day. He manages his diabetes with set dosages of glipizide and glucophage, and also his diet. The patient indicated that the alleged meter issue started about one week before contact. As a result of the alleged meter issue, the patient claimed that he did not test his blood glucose for several days. During that time, the patient continued to take his medications for diabetes as prescribed. At about 3 days later, the patient claimed that he developed symptoms of a dry month, frequent urination, and a rapid heart rate. The patient concluded that he had probably eaten too much during the time that he was unable to test his blood glucose. At approx 4 days later, the patient started administering self-care by consuming less food and drinks. According to the one touch customer advocate (otca), the alleged meter issue was resolved with troubleshooting. The meter, tests trips, an control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury three days after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.